Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical with this artificial urinary sphincter (aus) because the cuff eroded the bulbar urethra; in addition, the cuff was not performing as expected. The component was removed, and the tubing was capped in order to the balloon and the pump could remain in the patient. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical with this artificial urinary sphincter (aus) because the cuff eroded the bulbar urethra; in addition, the cuff was not performing as expected. The component was removed, and the tubing was capped in order to the balloon and the pump could remain in the patient. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected d4: model number, lot number. Catalog number, expiration date, unique identifier (UDI) #.

Event description:
It was reported that the patient underwent a surgical with this artificial urinary sphincter (aus) because the cuff eroded the bulbar urethra; in addition, the cuff was not performing as expected. The component was removed, and the tubing was capped in order to the balloon and the pump could remain in the patient. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The balloon was visually and microscopically inspected and tested for leaks. No damage or abnormalities were noted upon visual examination; however, microscopic evaluation identified a pinhole in the balloon shell consistent with explant damage. Due to that finding, the balloon did not pass the leakage test. Based on the information available and analysis results, the reported clinical observations could not be confirmed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient underwent a surgical with this artificial urinary sphincter (aus) because the cuff eroded the bulbar urethra; in addition, the cuff was not performing as expected. The cuff and balloon were removed, and the tubing was capped in order to the pump could remain in the patient. There were no further patient complications.